Manufacturer narrative:
Other text: one cadd legacy plus pump was returned for the evaluation of the reported issue. A DHR, device history review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The event history log, ehl, showed evidence of the reported event. A functional testing was performed to investigate the reported issue. The pump was found to be displaying "1310" error code alarm message during power up when batteries were inserted. The "1310" error code day change not near 24 hours will be cleared.

Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump exhibited lec 1310. No adverse effects were reported.